Event description:
During device evaluation, a homechoice device was observed to have a burnt smell during the power on self-test. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The power on self-test identified a burnt smell from the device. The cause was determined to be a defective alternating current component printed circuit board (accomp pcb). To address this issue the accomp pcb was replaced. The device was returned to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.